Event description:
Pt unaware of trauma. Pt was status post hip repair in 2000. X-ray report: "pt is status post open reduction and internal fixation of a proximal femur fracture. There is a dynamic hip screw in place. This is broken on today's exam at the 3rd screw from the top. Impression: broken dynamic hip screw. After ER evaluation - pt requested transfer to a medical center. Orthopedist who did 2000 surgery reviewed film and said there was a defective plate at site of screw hole or delayed union with motion.